Manufacturer narrative:
Field change: e1. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure to replace his device due to failure. All the components were removed and replaced with a new aus system. Transcorporal approach for the new 5.0 cm cuff for larger cuff. No information about the patient's outcome was provided.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure to replace his device due to failure. All the components were removed and replaced with a new aus system. Transcorporal approach for the new 5.0 cm cuff for larger cuff. No information about the patient's outcome was provided.